Event description:
It was reported that during a da vinci-assisted unspecified procedure, the sureform 60 stapler installed with a green reload experienced a tissue push event 10 minutes into use. The issue occurred when stapling the gastric tube for gastric hypertension. The instrument fired but did not hold the tissue and did not cut, causing the tissue to be pushed. There were malformed staples. No error messages were generated when the stapling problem occurred. The surgeon resolved the issue by using a new sureform 60 stapler to create a new row of staples and by overstitching the previous row, as it was ¿not good¿, with no further consequences. The issue caused a 20-minute delay. The procedure was completed robotically. The patient did not experience any post-operative or long-term complications, and the current status is described as ¿good¿. The sureform 60 stapler was set up properly and so did not encounter obstructions. No support material was used. The surgeon did not have problems with clamping before the magazines of the stapler were fired. The tissue was not calcified, had not undergone radiotherapy or chemotherapy prior to surgery, no tension nor bunching.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the advanced instrument log was not performed since there is insufficient or unconfirmed product and event information. Review of the system log was not performed since there is insufficient or unconfirmed product and event information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 26-sep-2023, the following additional information was obtained: the sureform 60 green reload was received, and investigations were completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure during in-house inspection. Unable to inspect the knife blade due to it being stuck. No available instrument logs for review. Additionally, the reload was found to have damaged cartridge. The damage is located at the knife track where the blade is exposed and, also, inside of the cover, the bottom side of the knife blade was wedged into the cartridge. No missing material. The reload was found to have lodged staples in the knife track. The lodged staples were wrapped around the knife blade. A blade exposed icon and message will appear if the firing sequence is interrupted. An exposed component can typically be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Reload damage is typically attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). The sureform 60 stapler instrument was received, and investigations were completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. A review of the system logs showed no errors. No available instrument logs for review. Additionally, the instrument was found to have failed the engagement test during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal. The engagement test was performed a total of three times and failed. Signs of corrosion were found on the instrument bearing. The bearing found at the proximal end of the main tube exhibits orange discoloration. Corroded metal shavings were found stuck to the magnet.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 17-oct-2023, the following additional information was obtained about the sureform 60 stapler instrument: tool table for the procedure confirms this instrument was fired four times during the procedure using four green reloads. All firings were shown as successfully completed per the logs. The last firing had a peak firing force of about 669n, and the procedure snapshot shows the force steadily increasing throughout the firing, without pausing for compression. The firing was fully completed. Logs are unable to show which firing the reported event occurred on, as all firings used a green reload. For further testing, the stapler was re-installed on an in-house system, but failed to engage with the system on each attempt. In each case, the roll axis hardstop check failed, likely due to the severe corrosion identified along the roll bearing. No further functional testing could be performed. The housing was removed for visual inspection. Steering cables and drive cables appear intact and properly tensioned. The stapler I-beam was extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. Investigation is unable to confirm nor replicate the reported event. On 27-oct-2023, the following additional information was obtained about the sureform 60 green reload: procedure was reviewed, and no firing failures were observed. All firings during the procedure were completed to 100%. Reload was found with lodged staples ahead of the reload blade. All pushers appear to be deployed; however, the knife was exposed from the surface of the cartridge. Cartridge damage was observed to the area around the blade stopping point. The lodged staples were removed and the reload was reassembled of further inspection of internal components. Reload shuttle showed no damage. The reload blade was removed and shows multiple, severe, mechanical indentations to the knife cutting edge, likely a result of the interacting with staples that were found lodged ahead of the knife. Damage was also observed to multiple pushers on the distal end of the reload. Pusher edges appeared deformed. Pusher damage is attributed to a component failure. Damage to reload components suggests an interaction with a staple line during the firing sequence. This interaction likely caused the firing forces to increase past the prescribed limit. Procedure logs show a very high peak firing force of 669n for the fourth fire with a green reload, however logs show it was successfully completed. Investigation was unable to verify or confirm reported complaint. The exposed component was the primary finding.